Event description:
A patient reported blood glucose result of "37 mg/dl, 52 mg/dl, and 74 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter. Test strips, and control solution are being replaced.